Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon burst occurred. The lesion was located in an unspecified vessel. The physician used the apex monorail 2.75mm x15mm balloon catheter to predilate the lesion, however, after the first inflation the balloon burst at 14 atms. The balloon was removed intact from the pt. The procedure was successfully completed with a quantum maverick balloon. No post-procedure complications were noted and the pt status was reported as "fine".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.